Event description:
It was reported that the patient experienced three episodes of syncope throughout one day. On the third episode, the patient fell and was presented to the emergency room (ER). The patient had loss of pacing capture by the right ventricular (rv) lead. The pacing output was increased and the loss of capture was resolved. The patient underwent a revision and upon opening of the implantable cardioverter defibrillator (ICD) pocket, the leads were firmly attached to the device header; however, upon inspection, the rv pace/sense lead looked as if it may have not been fully seated in the header. The rv lead was tested then inserted back into the header and testing through the device showed normal function. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.